Manufacturer narrative:
A sample product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility healthcare professional reported that during an intraocular lens (iol) implant procedure, the first haptic of the lens rotated to the right while the second haptic sustained a small cut and the optic was marked. The lens remains implanted and it was indicated that it may not affect the patient's vision. Additional information was requested.